Manufacturer narrative:
(B)(4). Medwatch/uf report number: 4500150000-2016-8001. Additional information requested from the user facility, but no additional information available at the time of this report. A visual, functional and dimensional inspection was not conducted since the device was not returned for evaluation. No lot number was provided and therefore, no device history record review could be performed. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no cause determined. Please be reminded that proper removal technique is to "attach luer-lock syringe. Rotate syringe and catheter clockwise while using traction to withdraw catheter- do not rock or bend the catheter during removal." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that while attempting to remove the io in the left tibia, low resistance was felt, but the catheter snapped leaving the needle embedded in the bone. Intervention - the catheter was removed later by orthopedic surgery.